Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports cable was being plugged into the box, arched the cable and sparked. Burned the cable as soon as it was plugged in. (B)(6) 2017 customer reports she has no further information except this occurred prior to the procedure when checking equipment out, no harm done.

Manufacturer narrative:
On 4/25/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: there were no applicable nonconforming product report / nonconforming material report history variance authorization / deviation history: there were no va¿s issued that were relevant to this complaint. Engineering change order history: there were no eco¿s that were relevant to this complaint. Corrective action preventive action history: none related. Conclusion - root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.